Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and and the fse performed a touch screen calibration. Unit passed. All functional and safety checks were performed to meet factory specifications.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) had a touch screen issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.